Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 days after the dental implant and abutment were placed in ada site 22 in the mouth, the implant had not achieved integration. Clinician reports patient experienced numbness. The product will be forwarded to the manufacturer for investigation. There were no further complications reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 days s after the dental implant and abutment were placed in ada site 22 in the mouth, the implant had not achieved integration. Clinician reports patient experienced numbness. The product will be forwarded to the manufacturer for investigation. There were no further complications reported. (B)(4).